Manufacturer narrative:
The device was received, and an evaluation is complete. A service history record review revealed no issues that could have caused or contributed to the event. The device received preventative maintenance testing in (B)(4). The device failed testing due to a system error 345. Baxter medina service evaluation verified system error 345. The cause was identified to be a failed force sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump at our baxter (B)(4) facility, the device displayed a system error 345 (thermistor disparity) when loaded with a prime line. There was no patient involvement. No additional information is available.